Event description:
Baxter reported two incidents of "membrane rupture" with the dicea 210g dialyzer occurring at the onset of patient treatment. It was reported that the dialyzers had been reused one to five times. No further information is available at this time.